Event description:
It was reported that the set screw was missing in the packaging. A replacement was available (they used the set screw from the replacement; same nail) .

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. The set screw is part of the trochanteric nail kit. No deviations were found during review of the manufacturing and inspection documents (DHR). The review of the DHR revealed that the set screw was inserted in the package like specified (lying in a foam box). Because the product and its package were not available for investigation the root cause could not be determined. Most likely the set screw stuck in the foam/tivek lid due to a transport issue or the package was opened improvidently. A more precise evaluation is not possible due to missing information. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
It was reported that the set screw was missing in the packaging. A replacement was available (they used the set screw from the replacement; same nail) .